Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing some weakness and it was found that the right ventricular (rv) lead exhibited high and undefined impedance. A polarity switch also occurred. Over-sensing was also noted on stored episodes on electrogram. High threshold measurement was noted consistent with historical values. The rv lead remains in use. No further patient complications have been reported as a result of this event.